Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The investigation is still ongoing.

Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury.